Event description:
It was reported that when the device is switched on, an alarm beep sounds and field 2 flashes red in the display, alarm "check disposable set"'. No patient or user were injured/damaged. No further information is available.

Manufacturer narrative:
E1 - initial reporter phone: (B)(6) b3: date of event is unknown; no information has been provided to date. One device was received in good condition, small wear, and tear on the enclosure. Per functional testing, the device was working, but after moving a little bit the disposable was noticed that the tolerant from the microswitch was too small and the disposable was not detected each time. The complaint was confirmed. The cause was a defective microswitch. The microswitch was replaced. Replaced o-rings, tank, and tank gasket. The device passed all functional and delivery tests. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.